Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR. : returned product consisted of a guidezilla ii guide extension catheter. The distal shaft was microscopically and visually inspected. Visual inspection revealed that only approximately 9.6cm of the distal shaft returned. The handle, hypotube, collar, tip, distal and proximal section of the distal shaft are all missing. One end of the separation is jagged, and the other end appears clean cut. The entire distal shaft is flattened. There is a longitudinal tear that starts at one end of the separation and is approximately 1.7cm long. There is a scratch on the distal shaft 6.2cm long starting at the longitudinal tear. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the synergy device dislodged inside the guidezilla ii during removal. The target lesion was located in the highly calcified left anterior descending artery. A 6f guidezilla ii guide catheter was use to advanced a 2.75 x 16 synergry drug-eluting stent to treat the lesion. However, it failed to cross the lesion even after multiple attempts. When the stent was pulled back into the guidezilla, it hung up and broke off the balloon. Everything was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the synergy device dislodged inside the guidezilla ii during removal. The target lesion was located in the highly calcified left anterior descending artery. A 6f guidezilla ii guide catheter was use to advanced a 2.75 x 16 synergry drug-eluting stent to treat the lesion. However, it failed to cross the lesion even after multiple attempts. When the stent was pulled back into the guidezilla, it hung up and broke off the balloon. Everything was removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient was fine.